Event description:
In 2006, the lay user/patient contacted lifescan alleging that his one touch ultra meter was showing the "14-day and 30-day averages: when attempting to perform a blood test. On an unknown date/time, the patient did not feel well and tried unsuccessfully to test himself. It is documented that the patient's symptoms were "high". His meter kept displaying his averages whenever he attempted to test himself. After eating something, the patient went to a nurse who tested him using an unspecified hospital meter. His blood glucose registered "371 mg/dl. Also it is not verified whether the patient was taken to a hospital or if he was already at the hospital when the event occurred. The customer care advocate determined that the patient was not following the correct procedure to perform a blood test. The patient was improperly pressing the power button and getting into the meter's memory. The meter, test strips, and control solution were replaced.